Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient passed out and was taken to the hospital where they were diagnosed with peritonitis. The patient began treatment with ancef (1500 mg daily) and fortaz (2gm daily) antibiotic therapies, intraperitoneal (ip) for peritonitis. Six days after the patient was hospitalized, the patient was discharged from the hospital. The patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h05015 and h13i30052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.